Event description:
After successfully taking multiple specimens with a biopsy instrument, the next attempt to extract tissue resulted in no specimen. At that point the device would no longer energize or cock. This required an additional insertion with another device. These problems have been observed recently for multiple devices from this lot. Manufacturer response for biopsy instrument, bard max-core (per site reporter) = the manufacturer hasn't yet had an opportunity to evaluate the actual product involved.